Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower display was missing pixel segments. It was also noted that the upper and lower cases were broken and one bail cover was broken. (B)(4).

Event description:
It was reported that part of the lower display on the external pulse generator was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that part of the lower display on the external pulse generator was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).